Event description:
It was reported that the reservoir had a large air bubble inside of it. The blood glucose reading was 108 mg/dl. The customer remained disconnected from the insulin pump and performed a plunger push to purge the air bubble from the reservoir. It was found that the insulin had not been stored at room temperature, which may have contributed to the presence of air bubbles from gassing out. The customer advised that there was no air in the tubing after the troubleshooting procedure. She declined to run the high pressure test. She was advised to monitor the device and to call back if necessary. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.